Event description:
There was a revision surgery conducted using the blueprint planning feature. The review of the blueprint planning indicates that the updated implants used were tornier flex and tornier perform reversed augmented glenoid. Despite making three attempts to contact the sales representative, no information was obtained regarding the reason for the revision, specific implant details, or any other relevant information.

Manufacturer narrative:
The following components are being reported under this MDR tornier flex - stem, tornier flex - tray, tornier flex - insert, tornier perform reversed augmented glenoid - sphere. And tornier perform reversed augmented glenoid - baseplate. The reported event could not be confirmed, since the device was not returned for evaluation and the CT-slides provided in the planning report do not show an obvious reason for revision. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below. ¿the few CT-slides provided in the planning report do not show an obvious reason for revision. There are no sure signs of loosening. The CT-scan shows a radiolucent area at the proximal / lateral side of the humerus, it cannot be assessed whether this was pre-existing or not.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However, there could be several other patient related factors for revision like, infection or instability etc. If any further information is provided, the complaint report will be updated. H3 other text : device disposition is unknown.